Manufacturer narrative:
Track belt.

Event description:
It was reported by service report that the left side track belt was broken and detached. No patient involvement or adverse consequences are reported.